Event description:
The dr reported fracturing the enamel of a pt's tooth during the debonding of an allure orthodontic bracket. The pt was referred to a general dentist for root canal therapy and rebonding of the enamel. The dr reported using reybond with flouride for cementation and a unitek plier for removing the bracket, neither of which are dentsply products.